Event description:
On (B)(6) 2012, the patient claimed he awoke with high blood glucose in the 400's mg/dl for the last 4 days while on insulin pump therapy. At the time of concern, the patient was vomiting in the morning and required insulin injection each morning to decrease his blood glucose reading. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. There was no new medications, new activities/stressors, or new diet changes that would explained the blood glucose excursion. The time and date are correct in the pump. The insulin was stored appropriately and is not expired. The pump settings, I:c ratio, basal rates, blood glucose targets, isf, iob, are programmed as desired per the patient. The total daily dose is adding up correctly. The bolus history amounts are all given to completion as desired per the patient. There were no recent alarms in the pump history. The sites reportedly looked good with no bumps, bruising, bleeding or leaking. The patient was advised to contact his hcp to evaluate his insulin regimen. This complaint is being reported because the patient allegedly had elevated blood glucose and symptoms that can be suggestive of severe hyperglycemia while on insulin pump therapy. There was no evidence of a product malfunction. It is not clear if diabetes management, use error, or intentional misuse attributed to the reported incident. There was no evidence of a product malfunction.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history did not reveal any errors or alarms associated with the complaint. On testing, the force sensor was tested and noted to be out of calibration. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.